Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope was noisy. The issue was found during inspection procedure. There was no patient involvement.